Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced a leakage event on (B)(6) 2025. The leakage was at quick-release or tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6004473 have already been previously tested in the 2084242 on 23-apr- 2025. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report 2084242.pdf attached in this record. Device history record (DHR) review: packing of quick set. The lot 6004473 was manufactured according to the work instruction (wi) version 78 and packaging in the multivac 12, on 25/nov/2023, with a total of (B)(4) units. Assembly of quick set: the lot 3l04206 was manufactured according to the wi version 26 assembled in the quickset line, on 24/nov/2023, with a total of (B)(4) units. The lot 3l03252 was manufactured according to the wi version 26 assembled in the quickset line, on 21/nov/2023, with a total of (B)(4) units. The lot 3j01640 was manufactured according to the wi version 26 assembled in the quickset line, on 11/sep/2023, with a total of (B)(4) units. The lot 3h04064 was manufactured according to the wi version 26 assembled in the quickset line, on 14/sep/2023, with a total of (B)(4) units. The lot 3l01881 was manufactured according to the wi version 26 assembled in the quickset line, on 11/nov/2023, with a total of (B)(4) units. The lot 3j02622 was manufactured according to the wi version 26 assembled in the quickset line, on 17/sep/2023, with a total of (B)(4) units. Gluing of quick set the lot 3l02333 was manufactured according to the wi version 41 in the gluing of quick set machine mp04, mp05 & mp08, on 20/nov/2023, with a total of (B)(4) units. The lot 3j00254 was manufactured according to the wi version 39 in the gluing of quick set machine mp04, mp05 & mp08, on 11/sep/2023, with a total of (B)(4) units. The lot 3j01661 was manufactured according to the wi version 39 in the gluing of quick set machine mp04, mp05 & mp08, on 12/sep/2023, with a total of (B)(4) units. The lot 3j02577 was manufactured according to the wi version 39 in the gluing of quick set machine mp04, on 17/sep/2023, with a total of (B)(4) units. The lot 3k04541 was manufactured according to the wi version 40 in the gluing of quick set machine mp08, on 26/oct/2023, with a total of (B)(4) units. The lot 3k04907 was manufactured according to the wi version 40 in the gluing of quick set machine mp04, mp05 & mp08, on 31/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 27/may/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6004473 and one complaint has been registered in database for the same lot 6004473 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.